Manufacturer narrative:
The investigation determined that discordant positive anti-hbc results were obtained from a patient sample using the vitros immunodiagnostic product anti-hbc (ahbc) reagent on the vitros xt 7600 integrated system, compared to a negative anti-hbc result obtained from a non-vitros method. The investigation determined the assignable cause of the event was the presence of heterophilic antibodies in the patient's sample that interfere with the vitros ahbc assay. Per the vitros ahbc instructions for use, limitations of procedure: heterophilic antibodies in serum or plasma samples may cause interference with immunoassays. Based on the historical ahbc quality control performance, a vitros ahbc reagent issue is not a likely contributing factor to this event. In addition, there was no indication of a vitros xt 7600 system issue and an instrument malfunction is not a likely contributor to the event.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report discordant positive anti-hbc results were obtained from a patient sample using the vitros immunodiagnostic product anti-hbc (ahbc) reagent on the vitros xt 7600 integrated system, compared to a negative anti-hbc result obtained from a non-vitros method. Vitros ahbc = reactive (0.67, 0.64, 0.70 s/c) versus expected negative (roche) biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The vitros ahbc discordant positive result was not reported outside the laboratory. There were no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).